Event description:
It was reported that the clinical patient developed severe motor fluctuations which led to falls to the ground. The patient was admitted on the same day and medication was adjusted and device was reprogrammed. The event resolved and the patient was discharged. The event was assessed as not device or procedure related however possibly related to stimulation.

Manufacturer narrative:
Additional suspect devices model db-2202-30 dbs-linear leads serial numbers (B)(6).

Event description:
It was reported that the clinical patient developed severe motor fluctuations which led to falls to the ground. The patient was admitted on the same day and medication was adjusted and device was reprogrammed. The event resolved and the patient was discharged. The event was assessed as not device or procedure related however possibly related to stimulation.

Event description:
It was reported that the clinical patient developed severe motor fluctuations which led to falls to the ground. The patient was admitted on the same day and medication was adjusted and device was reprogrammed. The event resolved and the patient was discharged. The event was assessed as not device or procedure related however possibly related to stimulation.